Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, product type: programmer, patient.

Event description:
The consumer reported a loss of stimulation. It was noted that the therapy fluctuates and works well sometimes. The patient also reported fluctuating and worsened pain. So he tried to use his patient programmer (pp) to adjust stim, but he did not have his pp with him. Due to the lack of access to the pp, troubleshooting was not performed. This event occurred on (B)(6) 2015. The indication for use for the implanted device was noted as spinal pain. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.